Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she woke up with high blood glucose levels. The customer's blood glucose reading was 532 mg/dl. The customer changed the infusion set but the reading did not go down. The customer's blood glucose reading at the time of call was 292 mg/dl. The customer did not report any symptoms related to her high reading. The customer performed some troubleshooting and did not find any other problems. The customer did receive a low reservoir alert and a no delivery alarm prior to the high reading. The customer was sent a tubing clamp and was told to call back when she received it to perform the high pressure test. Nothing was replaced or returned.